Event description:
It was reported that an alarm was heard and confirmed by telemetry; telemetry confirmed safe state occurred. The reporter read the pump and noted a message saying the pump was in ¿safe state reset occurred¿. Patient symptoms included ¿some¿ withdrawal symptoms starting on (B)(6) 2014; symptoms included ¿some¿ anxiety and the night prior to the date of this report the patient started having diarrhea. The health care provider (hcp) reportedly ¿reset¿ the pump to deliver 5mg/day versus 8.75mg/day and sent the patient home. The patient was to come back on (B)(6) 2014 for a refill. It was noted the patient didn¿t know if they wanted the pump replaced and they may switch to oral medication if it needs to be explanted. The device system was used to deliver morphine. The following day the pump logs were read and there were multiple alarms. On (B)(6) 2014 ¿reset occurred ¿ low battery¿ and on (B)(6) 2014 the pump was in safe state. Then on (B)(6) 2014, a reset occurred and another reset occurred low battery message was seen. They reportedly were going to stop the pump on (B)(6) 2014 and put the patient on oral medication. The pump was not to be replaced and they may not remove it due to the patient¿s health condition. Two days following the initial report, it was reported the pump was alarming again and the reporter ¿thinks she didn¿t stop it correctly¿. The reporter just wanted it off because the patient had heard the alarm the night prior and couldn¿t sleep. It was then reported the pump would be removed but not for a couple of months until the patient¿s other health issues were taken care of. The pump off password form was faxed to the reporter. The patient was to come in on (B)(6) 2014 to have the pump shut off. It was further reported two days following the initial report that the diarrhea had started on (B)(6) 2014 and the patient called their hcp on the evening of (B)(6) 2014. It was corrected that the previous initial report of withdrawal symptoms consisting of diarrhea was actually nausea. It was noted the pump had been placed in stop mode on (B)(6) 2014. Oral medications the patient was taking at the time of the event include oral morphine (msir) 15mg as needed. The hcp confirmed there was a pump reset message prior to the safe rate as well as that the pump reset that occurred was the low battery. It was also confirmed the safe rate didn¿t occur while update the pump or while a flex bolus was in use. There was no electromagnetic interference or an MRI associated with the safe rate. It was also reported that the nausea and anxiety that began ¿or around¿ as the patient was unsure on (B)(6) 2014 occurred after the pump alarmed. In terms of troubleshooting, interventions or other actions, it was noted the hcp was unable to resolve the low battery so the pump was placed in the stop mode on (B)(6) 2014 as reported. The patient then as reported called back on (B)(6) 2014 reporting the pump was beeping again. In terms of how the patient was now doing, it was reported they recovered without permanent impairment. It was also noted the patient was put on ms contin 30mg twice a day and was to continue msir 15mg as needed. It was noted the pump was ¿not explanted yet but will be in future¿. A print report was provided from when the pump was interrogated on (B)(6) 2014. The pump at the time of interrogated was in safe state and a reset had occurred. Per the logs, a reset occurred on (B)(6) 2014 followed by a resent occurred- low battery message that same day. A ¿pump in safe state¿ message then followed that on (B)(6) 2014 as well. Another ¿pump in safe state¿ message was received on (B)(6) 2014. A motor stall recovery occurred message also appeared on (B)(6) 2014. Another reset occurred on (B)(6) 2014 followed by a reset occurred ¿ low battery message that same day as well as a pump in safe state message. The following day, (B)(6)2014, another reset occurred as well as a reset occurred ¿ low battery message was seen. Another telemetry strip from (B)(6) 2013 was provided. The logs weren¿t read but it showed the pump had been placed in stopped pump mode. The following day, on (B)(6) 2014, the pump off code was obtained. The same day, the reporter was attempting to program the pump to off state but when she hit the enter arrow, the curser would back space and clear out what she was entering. The reporter confirmed she was hitting the correct enter key and not the backspace arrow. The reporter tapped enter once and it ¿goes grr¿ and would wipe out the password. The passcode was reviewed and it was determined the reporter didn¿t have the 2 in the code. When the reporter corrected the code the issue was resolved. It was later reported per the device manufacturer representative that the pump was turned off and would not be replaced. It was further confirmed the pump was not being explanted.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient was in the process of being weaned off medication when the pump was removed. The patient reportedly wanted the pump removed regardless of the event. The patient's status at the time of the event was stated to be alive with no injury. The patient reportedly recovered without sequela. The pump was used to deliver morphine sulfate.

Manufacturer narrative:
Analysis of the pump revealed a motor/feed thru anomaly and shorting across the insulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer.